Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had stopped working. The field service engineer (fse) arrived at the medstation and rebooted the pyxis medstation. After the system returned to the application, the keyboard was functional. All keys were tested and confirmed to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not working.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.